Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient underwent a full revision due to high impedance. The explanted devices are being returned to livanova for analysis. Additional information was received that the patient was also experiencing muscle spams at the generator site during stimulation, and the lead was seen to be exposed from the insulation proximal to the patient's pectoral muscle. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Later, product analysis for the lead and generator were completed. The onset date of high impedance was discovered to be earlier than previously reported (based on internal generator data).

Event description:
The explanted device was later received into product analysis. Analysis has not been completed to date. No other relevant information has been received to date.

Manufacturer narrative:
B1 adverse event or product problem, corrected data: initial report inadvertently did not select adverse event as well. B2 outcomes attributed to adverse event, corrected data: initial report inadvertently did not select the appropriate option.